Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received knee tep left side on (B)(6) 2010. Pain since 2013. An x-ray showed a broken component. Revision on (B)(6) 2014.

Manufacturer narrative:
Examination of the submitted device confirmed fracture. The device fracture initiated due to fatigue. No material defects were observed that could have contributed to the fracture initiation and/or propagation to failure. Review of the device history records of the fractured devices did not reveal any manufacturing deviations or anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.